Manufacturer narrative:
(B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -7.0 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. Pigment dispersion, iris atrophy, fixed pupil with diffuse transillumination iris defects (tid) was observed, lens remains implanted. In the reporter opinion the cause of this event is unknown. It was also reported that the device did not fail to perform as intended. For cause details the reporter stated, "good surgical outcome, happy vision, vault good 560microns." It was reported that no medical or surgical intervention was necessary. For status of the eye (signs/symptoms) the reporter stated "persistent, mild dilated, fixed pupil with diffuse tid od only. Acuity good." For additional information the reporter stated "this is the second case of fixed pupil with diffuse tids. Keeping lens in place, as I don't think it is the icl. Will need to monitor iop due to pigment dispersion. I am unclear as to etiology, but think it may have to do with intracameral moxi-dex (5mg/cc moxi). However, no problems with cataract cases. Or other eyes for icls."

Manufacturer narrative:
Corrected data: h1 - type of reportable event should have been selected as malfunction in previous supplemental MFR. Claim#: (B)(4).

Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).